Event description:
When attempting to restart the heart during the open heart procedure, the defibrillator did not fire on the first attempt. It fired on second try but did no fire on third try. Another set of cables obtained. It worked without any problem.